Manufacturer narrative:
The incident device will not be returned for evaluation. Investigation is in-process. It should be noted that the direction for use contains a warning label that states "cap on trach care t-piece prevents continuous flow therapy. Remove cap before starting continuous flow therapy. Failure to remove cap prior to continuous flow therapy may result in serious injury or death." A supplemental report will be sent when additional info has been received. Info from the incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.

Event description:
It has been reported to kimberly-clark via medwatch that "user error, cap on t-piece was not removed when the device was used to implement the physician's order to place pt on t-piece. This resulted in pt no being able to exhale or have adequate gas exchange. Pt coded and died." Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.